Event description:
The customer reported experiencing alarm 2 followed by alarm 26, indicating an occlusion issue that happened multiple times over the last three weeks. The customer's blood glucose level was not adversely impacted, as it did not exceed 500 mg/dl or read "high" on the cgm during these events. To address the recurring occlusion alarms, the customer consistently resumed insulin delivery on their pump. A replacement pump was sent to the customer to resolve the issue.